Event description:
Following a review of the device cassette event recorder, the reviewer stated the device failed to advise a shock during what appeared to be ventricular fibrillation. The device delivered two shocks previous and two shocks subsequent to the reported event. The pt was not resuscitated.